Manufacturer narrative:
The reported event of stylet insertion issue was confirmed. A stylet insertion test was performed and found the stylet stopping in the inner coil lumen at the distal region of the lead due to excessive blood in the inner coil. The cause of the reported event was isolated to the inner coil being clogged with blood.

Event description:
It was reported that during lead implant procedure, the stylet could not pass through the lead lumen. Blood clot in the lumen was suspected. The lead was not used and was replaced. No patient consequences were noted.